Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for headache and spinal pain. It was reported the patient stopped using her therapy because she was no longer having pain and had her implantable neurostimulator (ins) removed on (B)(6) 2016. The patient noted that she had lost 50 pounds in one year and she lost 100 pounds in all and with all that, she was no longer in pain. The patient also stated that another reason for removing the spinal cord stimulation (scs) device was because they turned it on to do a download and when they did, it caused her more pain. The patient dealt with pain for 2 weeks and had a migraine for 3 days. The patient noted that even when she first had the removal surgery she only needed to take pain medications for the first 3-4 days. The patient noted that they had a rainstorm last night and she had to take muscle relaxer and a pain medication but other than that, she had not had to take any pain medications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.